Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to wear and tear. The loop at the distal end of the electrode wears out during use and may break, burn or melt. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
In communication with the field service engineer regarding the event , it was reported that the faulty device (failure) happened about five minutes after the surgery, the wire at the distal end was melted broken. There were no residual fragments found . The device was not returned as the device was discarded after the failure occurred. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
The customer reported to olympus, the wire at distal end of the electrode was melted/broken. The issue was found during a therapeutic uterine space occupying electrosurgical resection procedure, which was completed with a similar device without report of delay. There were no reports of patient harm. No user injury reported.